Event description:
During baxter's evaluation of a spectrum pump, it failed to detect an air in line alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the experienced symptom of not detecting air in line which was reproduced. The confirmed symptom was found to be caused by significant wear on all cams, fingers, and valves because no grease had been applied to the cams, valves, or fingers. When an air bubble was introduced into the set during air-in-line detection testing, the air bubble rapidly passed the ultrasonic sensor at a high enough rate so the sensor did not detect the air bubble. The failed air-in-line detection testing was caused by the inability of the ultrasonic sensor to detect the fast moving air bubble. The mechanism assembly was replaced to correct this condition.